Manufacturer narrative:
Additional information: section a-3b patient gender: female was the answer provided. Section d-4 device lot number: unknown as information was not provided. Section d-4 device expiration date: unknown as device lot number was not provided. Section d-4 UDI number: the unique device identifier (UDI) number is unknown as device lot number was not provided. Section d-6a date implanted: not applicable, as the cartridge is not an implantable device. Section d-6b date explanted: not applicable, as the cartridge is not an implantable device. Section h-3 device evaluated by manufacturer: device lot number is not available; therefore, no further investigation can be performed. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Section h-4 device manufacture date: unknown, as device lot number was not provided. Section h-6 device code: 1069 cartridge damage and lens damage. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Patient gender: female. The non pre-loaded ar40e model intraocular lens (iol) was damaged during loading, technician error was reported and issue related to use error was confirmed. The emerald cartridge was the issue that caused the technician to load the iol incorrectly however, the specific cartridge issue was not provided. There was patient contact however, no medical intervention and no surgical intervention was performed during the procedure. No further information is available.